Event description:
A nurse maybe changed exhalation drive line and inspiratory sensing line unintentionally. She insist exhalation drive line is connected with bacteria filter and short line which is usually used for proximal pressure sensing line. She said proximal pressure sensing line was just normal. User facility had such a claim before, but facility is to get a official comment about this. A patient is dead because of this mistake.